Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. In addition, it was reported that the pump time was incorrect, cause was unknown. Customer stated that the time was set to pm when it was supposed to be am. Customer's blood glucose (bg) level ranged from 330- over 400 mg/dl. Reportedly, a correction bolus was given to address the high bgs. Customer corrected the pump time and continued to use the pump for insulin therapy.